Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device had a damaged battery door, a scratched lcd lens, a damaged ac port, a lifted air detector, a ripped dso seal, a worn uso seal and a bent latch lock. Review of the event history log found multiple high alarm displayed, cassette not attached properly. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be an inoperable dso sensor. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a cassette not attached properly alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.